Event description:
The us complainant had a 5.5 pump supporting the patient who had been admitted in with cgs and cardiomyopathy. The pump was supporting while awaiting transplant or left ventricular assist device (lvad).the pump had a purge sidearm leak; however, the pump was not replaced due to this. The pump stayed on for 2 more days until the lvad was placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Purge leak - pump: data logs were reviewed and no abnormalities were noted. Purge pressure remained within the expected target range and stable throughout the case. There was 1 "purge system open" alarm, however, it triggered at the end of the case after the pump had been disconnected. Product was not returned for investigation. Based on the clinical details provided, the leak was coming from the purge sidearm. However, without returned product and additional clinical details, the specific origin of the leak and potential cause could not be determined. Device history review: the device passed all the post sterile inspection checks.